Event description:
Customer called regarding the non delivery of insulin. The blood glucose reading is 377 mg/dl. The customer stated the insulin pump did not alarm, he was unaware that he was not receiving insulin. Customer confirmed a bent cannula. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.